Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155299.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to chest pain and flu-like symptoms. Device interrogation revealed pacing impedance issue, and dislodgement on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient condition was unknown.